Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was implanted in the bile duct of a patient during a biliary drainage procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, before inserting the flexima plus biliary stent into the endoscope, the physician noted that stent barbs were ¿standing¿ properly. Once the flexima plus biliary stent was inserted into the papilla, the stent barbs placed outside of the papilla were no longer ¿standing¿ properly. On (B)(6) 2016 the stent was reported to have migrated, as confirmed endoscopically. The physician removed the migrated flexima plus biliary stent and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the additional information received on july 15, 2016, stating that the stent had migrated post procedure.